Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have gone to the emergency room on (B)(6) 2016 with blood glucose of 85 mg/dl. Customer was having vaginal bleeding and cramps and possibly having a miscarriage. It was not known if incident was due to diabetes. Customer reported that insulin pump kept alarming "meter blood glucose now", but customer was not able to calibrate due to being at the emergency room. It was not known if customer was wearing insulin pump at the time of emergency room visit. Sensor feature was turned off by nurse and healthcare professional stated that customer was not going back on insulin pump therapy. It was reported that paperwork stated that blood glucose was 46 mg/dl or 80 mg/dl but it was not confirmed.